Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl. The customer disconnected from the pump and reverted to manual insulin injections to lower their bg level. Tandem technical support performed a system check and found that the cartridge should be changed. Reportedly, the customer was using apidra insulin. The contact indicated that changing the type fo insulin would be discussed with healthcare provider.